Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump powered off without any warning. The insulin pump did not power on after inserting a new battery. Customer's blood glucose level was 10.2 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with a blank display due to battery connector not seated properly into interface board. The insulin pump was unable to test for off no power anomaly due to blank display. The insulin pump had cracked battery tube threads, cracked reservoir tube lip, minor scratches on lcd window and cracked belt clip slot.